Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) male pt who rec'd super poligrip original denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced cramping of achilles tendon, walking difficulty, foot cramps, leg cramps, vitamin b12 deficiency, polyneuropathy of feet, polyarthralgia in feet, knees and hips, numb feet, no feeling in leg, loss of reflexes in legs, difficulty thinking, "balance problem in legs", unable to sleep, wakefulness, pain and unable to stand up. In 2005, the pt was diagnosed with neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the outcome of the events was unk. Super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).